Event description:
It was reported that after the replacement of the aws ups, the fe was leaning on the unit as he went to stand up, the unit tipped over, and the lead glass shield hit the gantry and fragmented. The fe received small cuts on his hand as he was getting up.